Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the tip of needle broke and fell into patient's cavity. The needle was left on patient's abdominal cavity during the case and the operating clinician was aware.